Event description:
It was reported to boston scientific corporation that an obtryx halo system was selected for use during a sling placement procedure. The patient age was reported as (B)(6). According to the complainant, during preparation for the procedure, it was noticed that the paper seal was compromised. The procedure was completed with another obtryx halo system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).